Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported issue. The instrument was placed on a system and driven. Recognition and engagement test passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. An electrical continuity test passed. An additional finding not reported was scratches on the main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure that the maryland bipolar forceps instrument could be connected, but cannot be moved to working position. With a replacement instrument the robot arm works without any problems. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.